Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon detachment occurred. A 6.00mm/2.0cm/50cm 2cm peripheral cutting balloon® was selected for use. During procedure, that the balloon ruptured upon initial inflation. Upon removal of the balloon, it was noted that the balloon was not fully intact. Fluoroscopy was done and revealed that the missing balloon material was still inside the patient. The procedure was stopped and exploratory surgery was done to remove the detached balloon material. No further patient complications reported and the patient's condition was stable.